Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. The stent is slightly bent over its entire length but shows no damage or irregularity. The crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During lesion crossing the orsiro could not pass the predilated severely calcified lesion (80 percent stenosis degree) in the mildly tortuous distal lad and was deformed. The device was removed from the patients body.